Manufacturer narrative:
After further review of additional information received the following sections g1, g3, g6, h1, h2, h3 and h6 have been updated accordingly. (H3): the cause of the patient¿s dislocation cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. There is no indication from the reporter that the device malfunctioned. There are other factors to consider that may lead to implant dislocation or instability, such as lack of soft tissue tension, mismatch of the geosphere and humeral socket, improper version of the prosthesis and mechanical impingement. Subluxation/dislocation are listed in the IFU as device specific risk. It is a known complication that a patient¿s age, weight, activity level, and/or trauma would cause the surgeon to expect early failure of the system.

Manufacturer narrative:
(D10) concomitant device(s): 320-38-00 - equinoxe reverse 38mm humeral liner +0; 320-10-00 - equinoxe reverse tray adapter plate tray +0; 320-01-38 - equinoxe reverse 38mm glenosphere; 320-15-01 - eq rev glenoid plate; (h3) pending evaluation.

Event description:
As reported by the equinoxe shoulder study, the 62-year-old female patient had a right tsa on (B)(6) 2018. The patient presented with dislocation- anterior dislocation, 0 year(s) and 1 month(s) post procedure on (B)(6) 2018. A post operative event was reported on (B)(6) 2018 and captured case (B)(4). The outcome of this event is considered resolved and the report indicates that the action taken is revision by closed reduction on 7/18/2018. The case report form indicates that this event is definitely not related to the device and unlikely related to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.